Event description:
Pericardial catheter was being placed for drainage of pericardial effusion under ultrasound guidance. "Pig tail end" was noted not to be moving with catheter. Catheter withdrawn and "pig tail end" not attached. Chest x-ray and ultrasound showed end over heart. Pt to operating room for removal via pericardial window.